Event description:
It was reported that device was getting hot. No case involved. No user injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Product failed functional testing when the mdu started to intermittently activate the motor without pressing a button. Cause of malfunction is a left button magnet that was severely corroded and making intermittent contact with hall board sensor. Mdu performs as expected with a known good magnet installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of the left button malfunction has been determined to be corrosion of the left button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.